Event description:
The customer reported that the sys displayed double images that were bright and made a noise during at least one procedure per day. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The voltages were verified and the circuit boards and connections were all reseated. Dust was removed from the circuit boards and components of the sys. The sys was tested and found to be working as intended and put back into svc.